Event description:
It was reported that balloon pinhole occurred. A 12.0x40, 75cm gladiator elite balloon catheter was advanced for dilatation; however, it failed to inflate and a small hole was noted at the base of the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is evaluated by MFR.: a gladiator elite 12.0 x40, 75cm was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified 18 mm proximally from the proximal marker band. A visual and microscopic examination of the balloon material identified no other issues. The rated burst pressure for this device was 14 atmospheres. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole occurred. A 12.0x40, 75cm gladiator elite balloon catheter was advanced for dilatation; however, it failed to inflate and a small hole was noted at the base of the balloon. The procedure was completed with another of the same device. No patient complications were reported.